Event description:
The customer reported that the images intermittently blacked out followed by a system crash. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, gpos circuit board, cine bridge, cine drive, cable and image processor were replaced. The system software and configuration files were reloaded. The system was then found to be operating as intended.